Event description:
During a laparoscopic cholecystectomy the surgeon fired the er320 clip applier and determined that the clip did not form in the correct manner. The clip formation was in a warped fashion. Add'l clips were placed and the case completed successfully. There was no consequence to the pt. 09/03/1997 it was reported to the rep the original er320 was used to place the add'l clips.